Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 48 mg/dl, 108 mg/dl. Customer was treated with food. Customer did not allege insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode. Customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.